Manufacturer narrative:
MDR 3003442380-2026-21095 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set patch did not stick to skin event on 18-april-2026 upon insertion and caught on applicator.